Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2010 and mesh was implanted. The patient experienced pain, erosion of internal bodily tissue and other injuries and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2010 in order to treat cystourethrocele with stress incontinence and rectal enterocele concurrently with anterior and posterior repair with vaginal repair of enterocele, sacrospinous suspension vaginal cuff, and cystoscopic examination. It was reported that the patient underwent mesh removal on (B)(6) 2011 due to mesh erosion causing pain and multiple complications. It was reported that the patient underwent a colonoscopy in (B)(6) 2011. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion patient experienced urinary tract infection.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-02749. The same patient is represented in each medwatch.